Manufacturer narrative:
E1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door latch was temporarily in a failed. The field service engineer (fse) recovered the failed tower door, cleaned all tower door latches as a preventive measure, and verified full machine functionality. All systems were confirmed to be operating normally. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower had a drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.